Event description:
The analyzer produced an initial total b-hcg result of 3.25 iu/l for a level 2 quality control sample (target: 37.52-41.12 iu/l). The same quality control sample was repeated and a result of 41.09 iu/l was obtained. There was no report of pt harm as a result of this occurrence.